Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a failure to zero the proximal pressure sensor had occurred. In use at time of discovery. No reports of user or patient harm/injury. After customer evaluated, it was suspected that the data acquisition (da) printed circuit board assembly (pcba) was faulty. Device evaluation and repair are pending.

Manufacturer narrative:
A restart of the unit was performed to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.